Event description:
A malfunction was reported on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating there was no adverse impact. Technical support provided pump reset information and assisted in resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to call back if the issue reappeared.